Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds with high measurements along with non-capture at maximum output. There was also high/undefined impedance. The lead remains in use, however, a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.